Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) year old male patient underwent taa repair. The taa was the pseudoaneurysm and located in the distal arch. The patient's anatomy was suitable for endovascular repair. No notable problem in the vessel was observed. One debranching was performed prior to placing zenith alpha¿ thoracic endovascular graft proximal tapered component. The physician inserted the delivery system from the right femoral and set the marker around at the left common carotid artery and started to deploy the stent graft to place it in zone2. However, the proximal side of the stent moved distally approx 11mm when the third stent was deployed. Proximal type I endoleak could have been occurred but not confirmed since the pseudoaneurysm has been becoming thrombosed when angiography was performed. The neck length was long as 26cm, so the physician assumed one stent sealing was achieved. In addition, the left vertebral artery was originated directly from the aorta (in between the left common carotid artery and the left subclavian artery), so, as a result, the flow of the left vertebral artery was achieved. For the reasons stated above, the physician decided not to perform additional procedure for the moved stent and completed the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Event description:
Description of event according to initial reporter: a 70 year old male patient underwent taa repair. The taa was the pseudoaneurysm and located in the distal arch. The patient's anatomy was suitable for endovascular repair. No notable problem in the vessel was observed. One debranching was performed prior to placing zenith alpha¿ thoracic endovascular graft proximal tapered component. The physician inserted the delivery system from the right femoral and set the marker around at the left common carotid artery and started to deploy the stent graft to place it in zone2. However, the proximal side of the stent moved distally approx 11mm when the third stent was deployed. Proximal type I endoleak could have been occurred but not confirmed since the pseudoaneurysm has been becoming thrombosed when angiography was performed. The neck length was long as 26cm, so the physician assumed one stent sealing was achieved. In addition, the left vertebral artery was originated directly from the aorta (in between the left common carotid artery and the left subclavian artery), so, as a result, the flow of the left vertebral artery was achieved. For the reasons stated above, the physician decided not to perform additional procedure for the moved stent and completed the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) (B)(4). Summary of investigational findings: device deployment was initiated in zone 2 following a debranching procedure. As per the reported information, the proximal end of the stent graft shifted approximately 11mm distally during unsheathing, which lead to graft misplacement and a shorter than intended seal zone. A type ia endoleak could have occurred, but was not observed on completion angiography. According to the reported information, the patient's anatomy was suitable for the procedure and the patient did not experience any adverse effects. The imaging review confirms inferior displacement of the endograft, resulting in a shorter than intended sealing zone. According to the review, it cannot be determined whether changes in stiffness moved the delivery system distally, whether it was a windsock effect, or a combination of both. The review confirmed no observation of endoleak on completion angiography. However, it has not been possible to determine the exact cause for this event. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.